Event description:
The customer reported that while in pt use, the ventilator alarmed appropriately but the remote alarm was not working. The pt was removed from the ventilator and placed on another ventilator. No pt harm.

Manufacturer narrative:
The carefusion field service tech evaluated the ventilator and was not able to duplicate the reported issue. Verified correct operation of nurse call with both n/o and n/c cables using ohmeter. Visual inspection revealed that flow sensor receptacle cover and o-rings were missing. Installed o-rings and cover. The ventilator operates according to specs.